Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during the procedure, the implant fractured. All fragments were removed, and a bigger anchor was implanted. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Report made to update surgeon information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.